Manufacturer narrative:
Batch review performed on 30 august 2019: lot 1903049: 20 items manufactured and released on 10-may-2019. Expiration date: 2024-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Concerning the semi-finished device subject of this case: (B)(4), lot mat28583: (B)(4) items manufactured and released on 22 february 2019. No anomalies found related to the issue, no similar cases received up to now.

Event description:
When the surgeon impacted the trial femoral component, both engaging parts of femoral impactor/extractor 77.11.0063 were broken. The broken device was discarded at the hospital. No picture is available. No critical delay.